Event description:
It was reported that the ventilator, while in use, shut off. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer reported that prior to the event the unit had a blower temp high alarm. The customer reviewed the ventilator diagnostic report and found error pressure regulation high. The customer was unable to duplicate the reported issue and requested onsite repair. The service engineer (se) inspected the device and found error code pressure regulation high and speaker test failed. The se replaced the motor controller (mc) board to address the pressure regulation high and the power management (pm) board for the speaker test. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A motor controller board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.